Event description:
Information was received from a manufacturer representative regarding a patient receiving lioresal (baclofen) 500mcg/ml for a total dose of 220mcg/day and unknown baclofen 3500mcg/ml for a total dose of 220 mcg/ml via an implantable pump for intractable spasticity and multiple sclerosis. It was reported on (B)(6) 2017 from a manufacturer representative (rep) that there was a drug related programming error. It was stated the wrong drug concentration was entered. Rep stated that the drug was changed from 3500mcg/ml to 500mcg/ml, but they incorrectly put the new drug concentration to 200mcg/ml. A bridge bolus was currently running. Rep was advised to update the concentration to the correct value and allow the bridge bolus to run to completion. No symptoms were reported. No further information was provided.

Manufacturer narrative:
Concomitant products: product ID: 8840, serial# (B)(4), product type: programmer, physician. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative on 2017-mar-21 reported the serial number for the 8840 was (B)(4). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-jan-30 from a manufacturer representative (rep) reported the troubleshooting and actions and interventions taken to resolve the wrong concentration entered was that the pump was updated to the correct concentration. The cause of the wrong concentration entered was that the office ordered the wrong concentration. It was noted that the issue was resolved. Initial reporter information was provided. No further information was available.